Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with acute inflammation or infection unspecified days after performing a cataract extraction with intraocular lens implant procedure in the right eye. The case was completed as planned. The patient was hospitalized 10 days after the cataract procedure with introduction of local and systemic antibiotic treatment . Additional information has been requested but not received to date.

Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported that an (B)(6) patient experienced acute inflammation or infection after cataract extraction with intraocular lens implant (iol) of the right eye (od) on (B)(6) 2017. Anesthesia was given and the standard phacoemulsification was completed. The iol was listed as ¿hoya surgical optics - (B)(4), lot: 1cr90bm3, ref. Xy1 +20.5 d.¿ the iol was inserted in the capsular bag and the operation was performed without incident, according to the reporter. The patient was hospitalized since (B)(6) 2017. There was an introduction of local and systemic antibiotic treatment during this time. The most common causes of toxic anterior segment syndrome (tass) are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. No cultures were taken of the patient. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. There is no evidence that the design or manufacturing of the equipment that contributed to the reported event.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on may 6, 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on february 16, 2009. Based on qa assessment, the product met specifications at the time of release. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. No samples has been received for evaluation. The root cause cannot be determined conclusively. (B)(4).